Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 29oct2018. The field service engineer (fse) fse was dispatched to evaluate the device. The fse could duplicate the alleged condition. The ventilator passed all testing and operated within the manufacturing specifications.

Event description:
The customer reported the ventilator had a carbon dioxide (co2) rebreathing risk alarm. It was reported that there was no patient connected to the device at the time of the event occurred. The event date was not specified; estimate used.